Event description:
Additional information was received, there was a functional loss of capture and under-sensing due to fusion observed on the device records. The device was reprogrammed to resolve the event.

Event description:
During a follow-up, under-sensing episodes were found on the device. Technical support was contacted for recommendations to resolve the event. There was no intervention completed and the patient remained stable.